Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to news reports and the end user's relative, the end user was struck by a motor vehicle while operating the motorized wheelchair in the roadway. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules", "cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicap cutouts" and "cross the street by the most direct route".

Event description:
According the end user's stepdaughter, while operating the motorized wheelchair the end user was struck by a motor vehicle. Allegedly, as a result of the incident the end user is deceased.